Manufacturer narrative:
Patient initials are (B)(6). It is unknown if the device broke during or after the surgical procedure on (B)(6) 2015. Device is an instrument and is not implanted or explanted. Subject device has been received; no conclusions could be drawn as the device is entering the complaint system. Device history record review: manufacturing date: february 12, 2014 - manufacturing site is synthes (B)(4). No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a reamer/irrigator/aspirator (ria) drive shaft was discovered in a broken state the day after use in a revision surgery. On (B)(6) 2015, a patient underwent hardware removal due to pain and nonunion of the right distal tibia. During the procedure, a ria process was followed with bone graft (autograft) was implemented and a tibial nail was implanted. The surgeon noted the ria assembly felt "tight" when utilized for reaming and "did not want to go down." The assembly never stopped functioning, nor was any "pop" sound heard during the procedure. Final intra-operative x-rays, as well as the several taken during reaming, did not show any evidence of retained artifacts. There was no surgical delay reported; the procedure was successfully completed and the patient outcome was good. The following day, it was discovered that the tip of the drive shaft had broken off. The approximate size of the missing piece was 1.5 centimeters. It is unknown if the device broke during the surgical procedure. However, based upon x-ray images, the fragment was not left in the patient. This report will address the breakage of the ria drive shaft only. The nonunion and pain will be addressed in and reported under (B)(4). This report is 1 of 1 for (B)(4).

Manufacturer narrative:
A product investigation was completed: the complaint condition is confirmed as the drive shaft was received with a portion of the distal tip, which mates with the reamer head, broken off. Specific details regarding the technique used/handling is unknown; however, it is most probable that excessive force and/or use of an incorrect drive unit repeatedly over torquing the drive shaft of the device resulted in fatigue and ultimately final separation of the distal tip. The returned part was determined to be suitable for the intended use when employed and maintained as recommended. Per the technique guide, during use, the drive shaft is attached to the corresponding length reamer/irrigator/aspirator (ria) tube assembly and a reamer head and then connected to a drive unit. The ria system is intended for use to clear the medullary canal, to size the medullary canal, to harvest bone and bone marrow, and to remove infected and necrotic bone. The drive shaft was received with a portion of the distal tip, which mates with the reamer head, broken off. The roughly transverse break is located between 6.8mm and 9.1mm of the distal edge of the drive shaft helix. The helix is intact and the broken distal portion was not received. The balance of the device is in working condition. Thus, the complaint condition is confirmed and consistent with the reported condition but cannot be replicated as the shaft is already broken. A review of the current design drawing / manufactured revision for the top level assembly and the drive shaft component was performed. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. The returned part was determined to be suitable for the intended use when employed and maintained as recommended. The condition of the returned drive shaft is consistent with damage from having been subjected to excessive force and/or having been repeatedly over torqued. Per the technique guide, a cannulated drive unit that delivers only 3.5-4.5nm of torque and 700-900rpm is to be used. The technique guide also cautions that no reduction drive units or drills with a torque greater than 6nm should be used. Specific details regarding the technique used/handling is unknown; however, it is most probable that excessive force and/or use of an incorrect drive unit repeatedly over torquing the drive shaft of the device resulted in fatigue and ultimately final separation of the distal tip. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.